Event description:
It was reported that the atrial lead impedance was greater than 2000 ohms for several months, then was less than 200 ohms. Lead fracture with occasional coil to coil contact was suspected. The pulse generator was programmed to vvi. As the device was nearing elective replacement indicator status, the physician would replace the lead during device replacement.

Manufacturer narrative:
Na